Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported 8 false positive results on the alinity m sars-cov-2 assay. The customer noticed that one pipettor was producing most of the positive results, so those positives were retested. 5 were tested as negative on genexpert and 3 were tested as negative on cobas. Ambassador found a potential leakage on pipettor #3, which was resolved by replacement of the core adapters of all pipettors. Verifications were performed and instrument is performing per specification. Instrument was returned to customer for use. The false positive results were not reported to the patients. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Reporter contact information was updated. Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the results log file for patient samples in question (8 discrepant results/ false positive) was performed and the amplification curves of the complainant patient samples in question were analyzed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the run controls. Review of the amplification curves does not show unusual curves. The review of the results log file received demonstrated that the assay software and the abbott alinity m sars-cov-2 amplification kit (list 09n78-90) lot 516084 is performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lot 516084 is performing outside of established design performance specifications. Review of customer returned photos (4 total) verified customer observation of pipettor dripping during sample extraction process that could cause sample cross-contamination and false positive result of 8 patient samples in question. Quality data review: device history record review was performed for abbott alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084 and its components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results (false positive) for eight patient samples when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084. The complaint history review did not identify any additional complaint tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084. Based on the results of the investigation elements, a product deficiency for the abbott alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084 was not identified.